Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Right atrial lead dislodgement was noted after a left ventricular assist device implant procedure. It was suspected that the right atrial incision made to place the device may have caused the dislodgement. The lead was successfully repositioned.

Event description:
Additional information notes patient received heart transplant. The lead was explanted.